Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation could not be confirmed. Due to contamination of the returned device, only a visual inspection was performed. The reported issue¿failure of the tubing to detect pressure, resulting in continuous water flow and intramuscular serum leakage¿could not be verified, as functional testing was not possible. Photographic evidence for device ar-6420, batch number z5017, did not reveal any visible damage to the exterior. However, the neoprene sleeve appeared compressed, which may indicate a mechanical or setup-related issue. Based on the available information¿including the returned device (if applicable), photographs, videos, event descriptions, and additional field data¿arthrex has determined the most probable cause of the reported issue. The most likely root cause may be attributed to misuse or mishandling of the device. Specifically, unplugging and replugging the pressure line connector into the pump may cause pressure decay or spikes, which can potentially lead to sleeve collapse. Additionally, improper clamping or release of the tubing may trigger pressure detection failures and contribute to compression of the neoprene sleeve.

Event description:
It was reported that during a surgery pressure was not detected, therefore the devices sent water continuously resulting in intramuscular serum leakage. The arthropump was shut down during surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.